Event description:
Per the clinic, the patient developed abscess at post auricular site (specific date not reported). Subsequently, the patient underwent revision incision and drainage surgery on (B)(6) 2023. Later, the patient was treated with IV antibiotics and topical steroid (specific date and duration not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.